Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27. An investigation is in process. A follow up MDR will be submitted when the investigation is completed.

Event description:
The account stated that the architect ipth reagent has generated discrepant results on 10 patient samples. Results were provided for one patient. The initial result was 52.6 pg/ml. The sample was retested the following day and the result was 1.2 pg/ml. The account was using both serum separator tubes which are not recommended per package insert. However, the account also used the recommended potassium edta tubes and states the discrepancy is noted on those tubes as well. There was no adverse impact to patient management reported.